Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) for spinal pain. Patient reported their stimulator was not working as of the weekend prior to the report. Patient clarified that they could get the stimulator to charge but could not get coupling bars to show up no matter how they repositioned the antenna. A poor communication screen on the patient¿s programmer and a reposition antenna screen on their recharger were reported. Patient confirmed the reposition antenna screen was what they were referring to when they said they could not get coupling bars to show up. Patient reportedly saw other screens too. It was determined that the patient¿s ins was not charging, but that their recharger was actually charging. The patient last felt stimulation and successful recharger (B)(6) 2016. Patient was going to follow-up with their physician. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.